Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the flexible drive cable of the sternal saw was stretched out. They are having issues putting the cable in the saw. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood los, nor adverse consequences to the patient.

Manufacturer narrative:
Per the or nurse, after the procedure she noticed that the saw cable was not connected properly. There was no indication of failure as the saw was working. The cable was sent to user facility's biomedical engineer (biomed) for repair. Per the biomed, they are not returning the sternal saw as they have a spare cable to use.